Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6 (medical device problem code). No decontamination or visual inspection was performed because the product was not returned and could not be evaluated. A cvicu nurse reported difficulty with timing updates, auto r wave deflation, and reduced augmentation while using an iabp, the patient had frequent pvcs, which were believed to contribute to these issues. Troubleshooting confirmed no active alarms, and the pump, catheter, waveforms, and numerical values were functioning properly. Chest x ray showed the radiopaque marker positioned below the recommended level, indicating suboptimal balloon placement, which likely caused the flattened waveform. No patient harm was reported. As the device was not returned, no evaluation was possible. The issue was determined to be related to patient condition and user factors rather than device malfunction. The pump and catheter operated as intended, the risk is addressed in the risk file and IFU, no ncmrs or adverse trends were identified, and no CAPA escalation is required.

Event description:
N/a.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
(B)(6), an rn in the cvicu, called into the emergency support program line to request support for being unable to update timing and auto r wave deflate alarms. He stated the patient had frequent pvcs that he thought may have been causing the issue. He also stated the patients augmentation was lower than it had been earlier in the shift. (B)(6) stated he had attempted to resolve the issue by placing the pump in semi auto mode using pressure trigger. However, nothing changed on the screen. He then returned the pump back to auto mode. Esp personnel reviewed screenshots of the iabp that showed no alarms and appropriate numbers. When asked, (B)(6) stated he had flushed the inner lumen every four hours. When asked, (B)(6) stated they had taken a chest x-ray a short time ago. Esp personnel instructed (B)(6) to flush the inner lumen with the pump in standby for 15 seconds. The screenshot after the flush showed no change in the waveforms or numbers. Esp personnel instructed (B)(6) to call back once the x-ray was available for review. Esp personnel and (B)(6) discussed that the radiopaque marker should be between the second and third intercostal space. The x-ray showed the radiopaque marker was below the third intercostal space. (B)(6) reviewed the x-ray from the previous day and stated it was only slightly lower today compared to yesterday. Esp personnel explained that the numbers were appropriate and the arterial waveform was appropriate. However, (B)(6) was instructed to discuss with the provider the recommended placement of the distal marker. Esp personnel and (B)(6) also discussed the flattened balloon waveform. Esp personnel explained that this represented a catheter restriction. (B)(6) was instructed to lay the patient completely flat. However, the balloon waveform remained unchanged. Esp personnel and (B)(6) discussed nursing interventions to relieve a possible kink such as placing a towel under the patients hip. (B)(6) denied any catheter restriction alarms. No patient harm or injury was noted.